Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: september 16, 2005. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that when reaming for the pfna blade the end of the reamer snapped off leaving approximately 10mm inside the patient's femoral head. The surgery was prolonged about forty-five (45) minutes whilst trying to remove the broken off fragment. The fragment could not be removed and was left in the patient. The surgery was successfully completed and there was no patient harm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (reamer ø11 f/pfna blade, part number 356.821, lot number 2156757). The subject device was received with approximately 14mm of the first drill section broken off and missing. No fragments were returned for investigation. The cutting edges of the instrument are slightly blunt. The coupling piece of the reamer has visible wear marks and the laser markings are faded. These findings indicate that this instrument was used frequently and intensely. The manufacturing documents were reviewed and no complaint related issues were found. The drill bit was manufactured in (B)(6) 2005 according to the specification. The relevant dimensions at the fracture face were checked and no deviation from the specification was detected. These findings exclude a manufacturing-related issue. Based on the provided information, a root cause could not be definitively determined. It is likely that mechanical overload, for example an excessive contact with guide wire, led to this breakage. The complaint condition was confirmed; however, no manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.